Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with dry eye, visual acuity decrease and burning sensation in both eyes. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of burning sensation, dry eye and poor vision. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -5.00 x -.25 x 6; left eye pre-op 20/20 -5.00 x -.25 x 0. Bcva on (B)(6) 2016 : right eye post-op 20/30; left eye post-op 20/30. Bcva from (B)(6) 2016: right eye post-op 20/25 -.50 x -.75 x 40; left eye post-op 20/25 -.50 x -.75 x 15.